Event description:
During preventative maintenance of the device, the user reported the cable screw broke off onto the connector on the back of the module. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.